Manufacturer narrative:
Additional information was received that the patient had a non-bsc device.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was given flector patch but without benefit. The patient was prescribed compound cream and was reportedly working well. The patient will undergo a revision procedure to move the ipg.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was given flector patch but without benefit. The patient was prescribed compound cream and was reportedly working well. The patient will undergo a revision procedure to move the ipg.